Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The anterior of the nozzle tip is pinched downward upon return. The lens was returned wrapped in folded white gauze material. Viscoelastic is dried on the lens. One haptic is broken at the optic/haptic junction. The broken haptic was not returned. A qualified viscoelastic was indicated. The root cause cannot be determined for the complaint. The position of the lens upon exiting the delivery system cannot be confirmed. The lens was returned separate from the device and broken haptic damage was observed. The plunger was retracted upon return. The position of the optic or haptics inside the delivery system during advancement cannot be determined. It is possible that the lens was not in a correct position during delivery. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens entered the eye upside down. The lens was removed and another lens was implanted instead. There was no harm to the patient.